Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1415 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the introducer too easily buckling and becoming bent or the grey peel-a-way end begins to curl back on itself preventing the introducer from entering the vein wall. We were able to easily insert the introducer through the skin over the guide wire for about 1 inch after making a skin nick. However, when we tried to advance the introducer through the vein, we met resistance. When we tried to advance the introducer through the vein, we met resistance. We made a larger nick but had the same outcome. When we removed the introducer I could see and feel the gray edge had rolled back on itself. We had to open an additional PICC kits to retrieve another introducer. When we retrieved a new introducer, it advanced easily like it's supposed to."